Event description:
It was reported that a pump constantly alarms for air in line when no air is present. The customer stated there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The eval found the unit inoperable due to constant "reload set" alarms. Eval found the ultrasonic sensor readings to be low, caused by a failed upstream sensor. With low ultrasonic readings it would make the pump more sensitive to air in line alarms if the pump was able to run. Review of the history log shows multiple events of "reload set" alarms in addition to a single air in line alarm. The upstream sensor will be replaced.